Event description:
Pulled out half of tampon [device breakage]. Removed tampon and only half pulled out [complication of device removal]. Case narrative: consumer reported via phone that only half the tampon came out during removal. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pulled out half of tampon [device breakage] removed tampon and only half pulled out [complication of device removal] case narrative: consumer reported via phone that only half the tampon came out during removal. No injury reported.

Event description:
Pulled out half of tampon [device breakage]. Removed tampon and only half pulled out [complication of device removal] . Case narrative: consumer reported via phone that only half the tampon came out during removal. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Pulled out half of tampon [device breakage]. Removed tampon and only half pulled out [complication of device removal]. Case narrative: consumer reported via phone that only half the tampon came out during removal. No injury reported.